Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that matches the manufacturer report number. Attempt was made to gather additional information; no further information could be obtained. Although there was no reported patient harm, information regarding retrieval of the separated tip was not obtained. Whether additional device was used to retrieve the fragment or the fragment was embedded to the vessel wall, it is considered adverse event. The caravel catheter was not returned for investigation as of today. Investigation of the production record could not be performed as lot information was unavailable. Based on the provided information, it was presumed that pulling force exceeding the product's design limit was inadvertently applied to the catheter while the tip had been temporally trapped by the cto lesion. Although the device investigation and lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of product deficiency. Instructions for use states: -[warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, -[malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of the subject device fell off during a cto procedure. There was no reported patient adverse effect regarding this incident.

Manufacturer narrative:
(B)(4). The returned catheter had a kink on the shaft approximately 6 cm from the distal end. The tip was missing. Tip breakage site was observed under a microscope. It revealed that the tip broke off at the border between the shaft and the tip; the missing tip was approximately 5 mm long. Several circumferential cracks were found on the outer layer of tip polymer. The underlying braids and inner polymer layer were found stretched distally. The catheter lumen became narrowed suggesting that torque was applied to the catheter. Lot history review revealed no anomaly relating to the reported event. One similar incident had been reported; however, it was lesion-related defect and there was no manufacturing records inferred quality anomaly. Based on the provided information and the investigation outcome, it was presumed that torque exceeding the product's design limit was inadvertently applied to the catheter while the tip might be trapped by the heavily calcified cto lesion causing damage to the tip. The tip was assumed to be separated by pulling force applied during removal. A kink found on the shaft was assumed to be attributed to bending force applied during pushing-pulling catheter manipulation. However, details could not be ascertained. Instructions for use states: [contraindications]: do not use this microcatheter in advanced calcified lesion; [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, [malfunctions and adverse effects] separation.

Event description:
Reportedly, when the caravel catheter was advanced to a heavily calcified cto lesion in the lad, the tip broke off. The physician was able to get the catheter and the separated tip out of the anatomy but the separated tip was lost on table. There were no adverse patient effects.